Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Visual inspection revealed physical damage on the lower right portion of display. The service technician replaced the lcd display and issue was resolved.

Event description:
The customer reported model palmtop ventilator enve front panel is completely inactive to the touch. The unit has been turned off and on again and screen can not be accessed. At this time, it is unknown if there was any patient involvement associated with the reported event.